Event description:
It was reported that pump experienced recurring cartridge alarm 20 that did not occur during cartridge loading and prevented customer from resuming insulin therapy. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to use multiple daily injections as backup insulin therapy, was provided guidance on loading a new cartridge, placing pump into storage mode, programming pump settings, and reconnecting continuous glucose monitor to replacement pump, and was advised to return problematic pump using prepaid label so in-warranty replacement pump could be shipped to confirmed address.